Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's atty alleged that the decedent experienced arrythmia and cardiac arrest after use of the prod and subsequently expired the same day.